Manufacturer narrative:
The insulin pump was received with a reservoir tube lip completely broken off, a missing reservoir tube o-ring, a cracked case near the display window corners, cracked display window corners, cracked display window, and minor scratches on the display window. The test reservoir did not stay locked into place due to the damage.

Event description:
The customer reported via telephone call that the insulin pump was broken and that it was being held together with a rubber band to hold in the reservoir. The blood glucose reading was 400 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.